Event description:
The customer reported the device shutdown during the capacity test.

Manufacturer narrative:
(B)(4). The customer reported the device shutdown during the capacity test. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.